Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seven bd maxguard flow controller administration set with needleless y-site(s) experienced malfunction dial. The following information was provided by the initial reporter: 7 of our home infusion patients reported that when they used the dial to set their flow rate, the medication would not flow through at all (so they would not get their doses); but when the dial is turned up to max flow rate the medication can flow through for priming.

Manufacturer narrative:
H.6. Investigation summary: one sample of material number mfs102 was submitted for quality investigation. The customer complaint of clamp issue / damage related to clamp was verified by testing. Evaluation of the sample submitted started with a visual inspection of the infusion set. There were no visible issues with the tubing or components for the infusion set. The infusion set was previously primed with an unknown fluid, and was connected to a infusion bag filled with water. The flow dial was set to "open," and the infusion set was allowed to flow for 15 minutes. After the 15 minutes the infusion set dial was set to 250 ml/hr, and the outlet of the set was placed into a graduated cylinder to determine its flow rate. The infusion set was allowed to run for 1/2 hour and the amount of fluid collect was 33 ml. This equals a flow rate of 66 ml/hr. This flow rate is below the selected flow rate of 250 ml/hr. A device history record review for model mfs102 lot number 22029884 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is that the flow control valve is not allowing for the correct flow of fluid. This issue has been seen on similar devices and previous evaluations have determined that the issue is that the gasket within the flow control valve is misaligned causing for inconsistent flow rates and sometimes complete occlusions of the infusion set. H3 other text : see h.10.

Event description:
It was reported that the seven bd maxguard flow controller administration set with needleless y-site(s) experienced malfunction dial. The following information was provided by the initial reporter: 7 of our home infusion patients reported that when they used the dial to set their flow rate, the medication would not flow through at all (so they would not get their doses); but when the dial is turned up to max flow rate the medication can flow through for priming.